Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. The internal part of the device was inspected visually and found evidence of deteriorated foam. Secondary findings include dust/dirt contamination. In addition, the power connector of device was destroyed. Lastly, the device has been scrapped.